Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to pass detect and treat testing due to functional issue) was confirmed due to the monitor's belt receptacle being thermally damaged, causing the monitor to not fire pulses. The root cause for the thermally damaged belt receptacle was unable to be positively identified. The device is designed to meet iec 60601-1 mechanical requirements. There was no adverse event that resulted from the damaged monitor.